Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
Corrected narrative: it was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2008. No additional information was provided.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted, concurrently with a tvh. No additional information was provided.

Event description:
It was reported that the patient underwent gynecological surgery; tvh, vvs, anterior repair with cystoscopy for pelvic organ prolapse and stress urinary incontinence on (B)(6) 2008 and mesh was implanted into the patient¿s body. It is also reported that the patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.